Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation; product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03177.

Event description:
It was reported that the patient underwent a left shoulder revision surgery approximately thirteen (13) years post-implantation due to alleged possible cobalt toxicity and lack of range of motion. Patient began experiencing symptoms approximately two to three (2-3) years prior to the revision procedure. The patient was revised to a titanium implant.

Manufacturer narrative:
The following report is submitted to relay additional information received. The complaint is confirmed based in the surgical op noted and medical records that were provided. Device history records were reviewed for deviations and/or anomalies with no deviations/anomalies identified. A definitive root cause cannot be identified based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.